Event description:
On (B)(6), 2023 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the inner seal has pulled away from the corner allowing moisture into the light panels causing streaking and debris internally. Based on photographic evidence particles may be missing from the seal. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the inner seal has pulled away from the corner allowing moisture into the light panels causing streaking and debris internally. Based on photographic evidence particles may be missing from the seal. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that the described issue was not present on this device. Therefore, the scenario described in the record is considered as non-reportable. It was established that when the event occurred, the device was up to the manufacturer specification. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market. The correction of b5 describe event or problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain, h6 medical device ¿ problem code and h6 component codes fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 7th august, 2023 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the inner seal has pulled away from the corner allowing moisture into the light panels causing streaking and debris internally. Based on photographic evidence particles may be missing from the seal. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 7th august, 2023 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the inner seal has pulled away from the corner allowing moisture into the light panels causing streaking and debris internally. Based on photographic evidence particles may be missing from the seal. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that the described issue was not present on this device. Therefore, the scenario described in the record is considered as non-reportable. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a previous h6 medical device ¿ problem code: mechanical problem/leak/splash/fluid leak/1250 mechanical problem/detachment of device or device component//2907 corrected h6 medical device ¿ problem code: no apparent adverse event///3189 previous h6 component codes: mechanical/seal//432 corrected h6 component codes: n/a

Event description:
On 7th august, 2023 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the inner seal has pulled away from the corner allowing moisture into the light panels causing streaking and debris internally. Based on photographic evidence particles may be missing from the seal. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that the issue was not present on this device. Therefore, the scenario described in the record is considered as non-reportable.